Event description:
A healthcare professional reported that after lens was introduced, it came with defective/broken haptics. The patient also had rupture of the posterior capsule with vitreous loss.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The reported "broken haptic" complaint was not observed. Both haptics area attached and undamaged. The optic was cut from edge past center, typical of insertion and removal. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of qualified viscoelastics. The associated cartridge and delivery system/handpiece was not provided. It is unknown if qualified products were used. Other lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The reported "rupture of the posterior capsule with vitreous loss" could not be confirmed. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).